Manufacturer narrative:
Based on this information received following submission of the initial report, this opathalmic cannula is not a company product so the event does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num 2523835-2023-00397. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an opathalmic operating surgical cannula was not fixed ,it fell off in the eye and was removed. There was no patient harm. Procedure details were not reported. Additional information was requested none received till date.